Event description:
It was reported that during use with an unspecified bd nano¿ pen needle the needle would not attach to the pen. Patient had to use a new pen needle. The following information was provided by the initial reporter: some of the pen needles will not fit on lantus solostar pen. The base is too loose. Pt tries to twist on the needle but it never attaches. Pt ends up needing to use a new pen needle.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that during use with an unspecified bd nano¿ pen needle the needle would not attach to the pen. Patient had to use a new pen needle. The following information was provided by the initial reporter: some of the pen needles will not fit on lantus solostar pen. The base is too loose. Pt tries to twist on the needle but it never attaches. Pt ends up needing to use a new pen needle.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.4. The initial reporter also notified the FDA on 11-apr-2023. Medwatch report # mw5116714. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.